Event description:
As reported by distributor in another country, when the end user hospital was utilizing an encore inflation device, the device was able to inflate a balloon catheter to 14 atms, however, the gauge failed to register pressure readings beyond 14 atms. The device was replaced and the procedure was completed. There was no patient injury. The used device is being returned for evaluation.

Manufacturer narrative:
Although the used device has been received by the manufacturer, it has not yet been evaluated, therefore, a failure analysis is not available. Upon completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.